Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that on filling the tube no insulin comes out of the catheter. The customer¿s blood glucose level was 11 mmol/l. Customer also received alert that filling was completed without a reservoir. The device will be returned for analysis.

Manufacturer narrative:
Device alarmed insulin flow blocked during the basic occlusion test and failed the prime/seating test due to out of specific force sensor zero offset (445.8mv). Unable to perform the displacement, rewind, basic occlusion, force sensor and occlusion test due to unexpected insulin flow blocked alarm. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.